Event description:
It was reported that the pt had a 3 mo history of intermittent withdrawal symptoms including itching, spontaneous spasms, and mood changes. The pump was explanted and replaced in 2008 after 60 mos implant duration. The concentration and daily dose of baclofen being administered via the pump were not reported. The pt's status was undetermined at the time of the report. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is complete. The serial number is included in the range of synchromed el pump motor stall due to gear shaft wear MFR beginning sept 1999 physician communication (dated aug 2007). Pump motor stall has not been confirmed in this device.